Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient was having connect power alarms. The controller was changed on (B)(6) 2021. The alarms resolved briefly.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the connect power alarms that caused a controller exchange on (B)(6) 2021 was not confirmed. The system controller was not returned for analysis; however, a log file was submitted for analysis. The submitted log file labeled (B)(4) and the periodic log file contained data spanning approximately 11 days (B)(6) 2021 per the timestamp). These log files did not cover the event date (B)(6) 2021); therefore, the reported event could not be confirmed. There were no notable active atypical alarms in the log file. Multiple attempts were made to obtain additional information about the reported event, such as the serial number of the exchanged controller, if it will be returned, the tracking information, and the patient status/symptoms; however, no response was given. The root cause of the reported event could not be determined through this analysis. Heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarm conditions, low voltage hazard alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ and heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.